Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clearlink set secondary set experienced no flow during infusion of antibiotics. The issue was resolved by disconnecting and reconnecting the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.